Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon popped at low pressure. No complications were reported, and the patient was very good post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): fge, lit. G4 - additional premarket / 510(k): k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 33mm in length and extended from a position 6mm proximal of the proximal markerband to 42m proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified arteriovenous fistula. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon popped at low pressure. No complications were reported, and the patient was very good post procedure.